Manufacturer narrative:
(B)(6).

Event description:
It was reported that during meniscus repair surgery, t1 and t2 were deployed simultaneously. A backup device was available to complete the procedure with a no significant delay or patient injuries reported. All ts were removed.

Manufacturer narrative:
Foreign zip code: (B)(4). One (B)(4) fast-fix 360 curved needle delivery system device returned. The complaint stated: ¿t1 and t2 were deployed simultaneously.¿ the device was returned with t1 and partial cut suture where t2 would have been attached. There was an extra knot tied nearby. The delivery curve is slightly flattened. The device had been cycled previously. Testing cycled and actuated the device as expected. Per instructions for use: ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed.¿ the device still cycled and actuated properly. No root cause related to the manufacture of the device was confirmed. Initial reporter correction.